Event description:
Information was received from a patient (pt) regarding an external device. It was reported that  when they try to charge the implanted neurostimulator (ins), the controller was 100% charged, but after 2 minutes a message would come up saying the battery was empty and the controller would shut down. The pt said they would reset controller by removing and reinserting the battery, then go to charge controller on ac power and would see controller wasn't empty; showed to be at 80-90%. Agent had the pt examine the connector pins of battery and battery compartment; the pt said they didn't look bad. Agent had the pt reset the controller by plugging into ac power without li battery and controller screen came on. Pt put the battery into controller and confirmed the green light flashed. Agent had the pt attempt a charge session but after about 3 minutes the controller displayed poor recharge quality, then 'battery empty, cannot continue, recharge controller.' Pt said their ins was at 30% this morning when the controller acted up, and then showed ins was at 90% once recharger wasn't on their back. Pt said they didn't think they had the controller replaced in the past. When agent tried to gather the event date pt said the issue "months ago, I've had this the whole time." Agent tried to ask clarifying questions for event date and pt became escalated and said "when I called the first time I was beside myself and it was a pain in the neck" and pt was given the 'cord' and 'paddle' as replacements in the past, and that was"bologna" and they were "ready to have the damn thing taken out". The issue was not resolved. A replacement controller and battery pack were sent out. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the 97755 intellis recharger, s/n (B)(6), revealed that the bent lithium ion battery contacts were causing the charge/power issues. This was repaired. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.